Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that six days following the valve implant, cerebral infarction was observed. No treatment was reported. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had transcatheter aortic valve implantation (tavi) under general anesthesia on the same day after minimally invasive cardiac surgery (mics) coronary artery bypass graft (CABG) surgery. The patient's heart rate (hr) was 60-70 sinus rhythm (sr). The patient had an existing right bundle branch block (rbbb) and first degree atrio-ventricular (av) block. When the valve was at 2/3 deployment, the patient developed a complete atrio-ventricular block (cavb) in the hr 40 range. A temporary pacemaker was used with the hr 60 setting. The implant depth was about 10mm, therefore the valve was recaptured and adjusted to a shallower depth. However, cavb remained even at an implant depth of about 0mm on the non-coronary cusp (ncc). Recapture was therefore performed again and finally, a full valve release was performed with a placement depth of 3mm on the ncc and 6mm on the left coronary cusp (lcc). After the surgery, the patient was supported by a temporary pacemaker at hr 60 and placed under observation. Immediately before leaving the operating room, the patient was on hr 60 all pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012174632); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012107066); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.